Manufacturer narrative:
(B)(4). Visual and functional inspections were performed on the returned device. The reported inflation issue was confirmed as a leak was noted in the inner member. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of this device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the nc trek dilatation catheter balloon failed to inflate. There were no reported adverse patient effects and there was no reported clinically significant delay. There was no additional information provided regarding this issue.